Manufacturer narrative:
Follow-up #1: date of submission 05/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. Unable to perform steps 13, 17-22 due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.